Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 353 pulses. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The corrected pod serial number became available on 09 january 2026. Section d4 has been corrected accordingly.

Event description:
It was reported that the pink slide did not move forward. This indicates a needle mechanism failure. The pod was worn for an unknown duration and the patient's blood sugar rose to 10.4 mmol/l (187 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.